Manufacturer narrative:
The lot number was not provided, therefore it is not possible to determine in which conditions this material was manufactured. Based on similar complaints a CAPA ((B)(4)) has been issued in order to identify a root cause and implement corresponding corrective actions.

Event description:
The complaint was reported as: the customer alleges that the nebulizer is breaking at the male oxygen port. This is occurring when the oxygen tubing is being removed after use. There was no consequence to the patient.